Manufacturer narrative:
Cause of the impedance errors is unknown. The entire system was discarded by the facility at the time of the procedure and is thus unavailable for further investigation by the firm. No notable observations were reported when visualizing the system at the time it was removed.

Event description:
Patient was implanted with a nalu spinal cord stimulator system on (B)(6) 2021 to treat lower back pain. During a reprograming it was noted that both implanted leads were returning impedance errors indicating an open circuit. Impedance errors were first noted with 2 electrodes only on (B)(6) 2023, however the system was still providing adequate pain relief. On (B)(6) 2024 6 electrodes were returning the error code and the patient was no longer receiving adequate pain relief. A surgical intervention was performed on (B)(6) 2024 to replace the malfunctioning system,